Manufacturer narrative:
(B)(4). A follow-up MDR will be submitted if additional information is obtained.

Event description:
The customer contacted baxter's service center regarding a system error (se) 2240 and 2367; which occurred on the homechoice (hc) during use, during initial drain. The home patient (hp) stated they attached a patient line extension after the prime. The technical service representative (tsr) explained the alarms and assisted with troubleshooting. The tsr advised the hp they would need to start over with new supplies. The tsr told the hp to call their registered nurse (rn) for follow-up. Product surveillance contacted the home patient (hp) (B)(6) 2011 regarding reported problem. The hp stated he started over twice and was able to continue after the second time. The hp stated that when the alarm occurred; they found a lot of air bubbles in the line. The technical service representative (tsr) explained why the air bubbles were present to the hp. The hp stated he did not find anything unusual with the sets other than the extension line issue. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) occurred during initial drain was confirmed; per the complaint information. The cause of the se 2240 is due to air being sucked into the disposable because the patient extension line was connected after priming was complete. The home patient (hp) stated they attached a patient line extension after the prime. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. The label review found the patient at home guide to be adequate for the use error in this incident. Patients are instructed "if you are using a patient extension line, connect it to the patient line." This step has to precede the prime the disposable set step. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.